Event description:
(B)(4). Chronic pelvic pain, heavy menses with large clotting, chronic lower back pain, lower abdominal bloating, chronic headaches, chronic fatigue, and significant weight gain. All symptoms have insidious onset. Level of pelvic and back pain has increased to a point that it effects my daily life. I've seen 3 doctors, numerous testing (blood work, vaginal sonograms, cat scans, pelvic exams) has been done and no one can determine exactly what's happening to me. Currently, my doctor is looking into an endometriosis diagnosis as well. I have recently been diagnosed with hypothyroidism also. My current medications are: paxil, synthroid, topamax, klonopin, and fioricet. Essure device was implanted (B)(6) 2009 and payment provided by insurance. Other than migraines, I was perfectly healthy prior to essure implantation and did not take any medications. I was 22 at the time of the essure procedure. I am now (B)(6).